Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that "during the surgical procedure the damage to the patient's left medial meniscus of the left knee has occurred", according to the report, the patient was qualified for meniscus repair. During the surgery, four different attempts were made to repair the meniscus with four different crossfix devices. There was no progress made in the meniscus repair after all of the attempts, and the attending hcp decision was to remove the meniscus.

Manufacturer narrative:
Zimmerbiomet (B)(4). UDI#: (B)(4). This follow-up report is being submitted to relay additional information. Complaint samples were evaluated and the reported event was confirmed for three of the reported device (cm-8001). Three devices (cm-8001) were successfully deployed and there was no evidence of sutures on the catch needles. It was reported that "there was no progress". It seems that the misfires were due to torquing of the needles during deployment. The fourth device (cm-8002) has functioned as intended upon evaluation. The device was deployed correctly with the suture transferred successfully to the catch side. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to torquing of the device. Per IFU "when maneuvering the device, careful attention should be made to avoid needle torquing, which can result in bending of the needles and inability for suture to pass". The failure mode is likely to be user not following this section of the IFU. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that "during the surgical procedure the damage to the patient's left medial meniscus of the left knee has occurred", according to the report, the patient was qualified for meniscus repair. During the surgery, four different attempts were made to repair the meniscus with four different crossfix devices. There was no progress made in the meniscus repair after all of the attempts, and the attending hcp decision was to remove the meniscus.